Manufacturer narrative:
The prosthetic heart valve remains implanted in the patient with no reported complications. However, the fragments observed on the valve are anticipated for return to edwards lifesciences and an evaluation is currently pending their arrival. A supplemental report will be submitted upon completion.

Event description:
Edwards received information that this device had fragments on the sewing ring cloth, prior to implantation. As reported, the doctor was inspecting the valve prior to placing the initial sutures when the fragments were discovered; this was after the valve was passed along from the preparatory rinse. Per the site, the fragments were imbedded on the valve leaflets and were located on the inflow side of the prosthesis. The fragments were picked off prior to implantation and there were no further complications.

Manufacturer narrative:
Method: ir spectrum test. Evaluation summary: three fragments of cloth-like material was returned and examined. The two larger fragments were approximately 1.7 cm long and 0.5 cm wide and the smallest fragment was approximately 0.5 cm long and 0.2 cm wide. A chemistry test was performed and the ir spectrum of the cloth fragments showed similar absorption characteristics when comparing to pet (polyethylene terephthalate) like material. The customer report of unknown fragments of cloth was confirmed. An engineering task was opened for further investigation. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Corrective and preventative actions were taken.

Manufacturer narrative:
Additional manufacturer narrative: further investigation is being conducted. A supplemental will be submitted when the investigation is complete.